Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported sensitivity, jaw discomfort, blisters, gingivitis, excessive bleeding, stage 2 periodontitis, and they rated their pain level as 8. A dds recommended the patient cease treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.